Manufacturer narrative:
Correction: upon review, the atrial leadless pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the ventricular leadless pacemaker (lp), it was noted that the lp exhibited loss of conductive telemetry. The lp was not used. The patient was in stable condition. New information received notes that while attempting to implant the second leadless pacemaker (lp), the patient became unstable and an emergency stemi was performed. The ventricular lp was not used and the procedure was aborted. The patient was in stable condition.